Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance and high capture threshold measurements. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.